Event description:
Customer reported that she dropped the insulin pump on the floor and the screen on is not readable. Customer's current blood glucose reading is 423 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump display properly. No display anomaly noted during test. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.